Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced infusion set tubing detachment while sleeping event on (B)(6) 2026. The site of insertion was buttocks. The infusion set was in use for one day. The site of tube detachment was close to reservoir. No further information available.